Event description:
It was observed during the device inspection, that the high-frequency electrosurgical unit displayed an error message indicating an unrecognized instrument due to a loose plasma electric cutting interface. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the cable connection or a non-compatible instrument. However, the root cause could not be identified. The event can be prevented and detected by following the instructions for use which state:. In the current IFU of the esg-400 the error e619 is described in chapter 8 'troubleshooting': "wait for the completion of the data transfer which takes about 3 seconds. As soon as the data transfer is completed, the instrument name is displayed on the screen. Then the hf instrument can be activated." In older IFU's this note is unfortunately missing in the description of error e486. In the recently published 'product letter no. 11 instrument recognition issue' the following can be read: "this message is displayed when the universal socket was activated too early (within two seconds) after connecting the olympus instrument to the generator because the instrument recognition data readout process from the instrument internal memory chip is still in progress. The description of error handling in the message helps the user to solve the problem. Note: this error type is valid only for latest software versions 4.09/4.11. Therefore, the e619 never occurred with software 3.06 which covered this root cause by e486, too." Olympus will continue to monitor field performance for this device.